Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), after successful implant of a 26 mm sapien 3 valve in the aortic position, there was difficulty withdrawing the delivery system through the esheath. The tip of the esheath was split and the cover part of the sheath was rolled up, forming a bulky part. Angio showed an occlusive dissection of the arteries. The artery was successfully re-canalized and stented.

Manufacturer narrative:
During initial visual inspection of the returned esheath, liner delamination was confirmed approximately 2.5 inches in length from the distal tip. Bunching was observed on the distal end of the liner. The c-marker band was intact and there were no kinks. Minor scratches were observed along the entire sheath shaft and a deep scratch was observed near the strain relief. No distal tip damage was observed. The investigation is ongoing.

Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation. Upon visual analysis it was observed: liner delamination approximately 2.5 inches from distal tip, bunching on the distal end of the liner, minor scratches along entire sheath shaft, and a deep scratch observed near strain relief. The c-marker band was intact and there was no distal tip damage or kinks. Due to the returned condition of the device (liner delaminated), no relevant functional testing or dimensional testing was able to be performed. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed through visual inspection. However, no manufacturing non-conformances were identified in the returned devices. Based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigations supports that the esheath shaft had proper inspections in place to detect issues related to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. It was reported and confirmed that there was difficulty withdrawing the delivery system through the sheath. Review of complaint history suggests that when withdrawal difficulty is encountered, excessive force and/or manipulation may be applied when attempting to retrieve the delivery system through the sheath, resulting in liner delamination at the sheath distal tip. Patient and/or procedural factors such as residual volume left in the balloon after deflation and vessel tortuosity or calcification can also contribute to withdrawal difficulty and subsequent sheath damage (liner delamination). In this case, although a definitive root cause could not be determined, available information suggests that procedural factors (withdrawal difficulty) likely contributed to the esheath damage. The device damage likely caused the artery dissection. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed, but no manufacturing non-conformities were found in the returned sample. No labeling or IFU inadequacies have been identified. As such, no corrective or preventative action is required at this time.